Event description:
It was reported on (B)(6) 2022 that the spring wire guide (swg) was kinked, and the user was unable to insert it during use. A new kit was opened. No medical intervention and no patient injury were reported. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022 that the spring wire guide (swg) was kinked, and the user was unable to insert it during use. A new kit was opened. No medical intervention and no patient injury were reported. The current patient's condition was reported as fine.